Manufacturer narrative:
(B)(4). On an unreported date around (B)(6) 2015, the patient experienced cloudy effluent. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.

Event description:
It was reported that a patient experienced cloudy effluent, coincident with automated peritoneal dialysis therapy. It was reported that the patient went to the hospital one day prior to the receipt of this report, but it was not reported if the patient was hospitalized for the cloudy effluent event. The cause of the cloudy effluent was unknown. On unreported date(s), the patient received unspecified treatment (route, medication, dosage, frequency, and duration not reported) for the cloudy effluent event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the cloudy effluent. No additional information is available.

Manufacturer narrative:
(B)(4). Dianeal therapy was ongoing (previously, status of the dianeal therapy was not reported). On unreported date(s), the patient was treated with unspecified oral antibiotics (medication, dosage, frequency, and duration not reported) for the previously reported event. The patient was recovered from the event (previously, the outcome was not reported). The cause of the previously reported event was reported to be due to oral intake of fatty foods, but as this is unlikely to cause or contribute to the reported event, the cause is assessed as unknown. Should additional relevant information become available, a supplemental report will be submitted.